Manufacturer narrative:
Investigation of the user¿s returned device confirmed the melting alleged by the user. The personal diabetes manager (pdm) was manufactured to the current specifications (including updates to the charging circuit to correct issues that were previously identified). Visual, x-ray and CT scan observations as well as chemical analysis of the charging port receptacle, charging cable connector and the charging circuit board components were not able to identify a definite root cause of the thermal failure. The concentration of the heat outside of the usb-c receptacle indicates the failure occurred in the cable end or connector printed circuit board but the disposed cable does not allow for confirmation. The customer¿s use of an unapproved charging device is suspected as a contributing factor to the incident. The failure was confirmed to be between the vbus and ground, which is different than events previously reported and investigated related to the field action, which were between the adjacent cc and vbus receptacle pins. Correction to d(4): lot number changed from unavailable to 8236. Sequence number changed from unavailable to (B)(6). Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 5/26/2023.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) battery melted the charging port while charging.